Event description:
The customer reported that the device failed to discharge while in use on a pt. There was no report of pt harm.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.